Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside of the insulin pump and passed motor test. The insulin pump functioned properly. No frozen screen noted during testing. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and had a frozen display while the customer was backpacking at camp. The caller did not know the blood glucose reading. She did not know whether the customer had been able to complete the rewind sequence, as she was not present with the customer and the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.